Event description:
It was reported by the customer that when they used the bd pyxis¿ medstation¿ es, the system displayed an error message stating that a fatal error had occurred on the underlying data source when they attempted to perform the inventory count. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had become unusable after the c: drive had filled up with sql dump files. A technical support specialist cleared space on the c: drive, dropped, repaired, and resynced from the database, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist repaired the device.